Event description:
A report was received that the patient was admitted to the hospital with a life threatening device infection. The device was explanted and the patient was treated with medication. The event has not been resolved.